Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old female patient had impella cp pump inserted in an unknown location for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed access site bleed during impella support. As a result, the patient was administered 10 or more units of blood products. No further information was provided.